Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a resident physician through (B)(6) user report ((B)(6) reference number (B)(4)) that the patient developed eczema around the area where the pod had been attached. New eczema appears when the patient moves the pod to a different location. Consequently, the patient developed chronic dermatitis on the body. No information was provided on the treatment provided. Follow up is being attempted to gather additional information on the patient's treatment. If additional information is received, a supplemental report will be submitted.